Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (128-fxxx) issue. It was reported that the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: a review of the pump black box showed frequent replace battery alarms. During investigation, when the verify screen was confirmed, a replace battery alarm occurred. Further testing was unable to be performed due the recurring alarm. Unrelated to the complaint, there was corrosion found in the battery compartment. A leak test showed no leaks in the pump. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.